Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2007. Ten days later, the pt presented with epithelium ingrowth in the left (os) eye and a flap lift and rinse was performed. The pt was treated with topical steroids and the epithelium ingrowth was resolved. The preoperative best corrected visual acuity (bcva) was 20/20 and postoperative uncorrected visual acuity (ucva) of 20/20. The association between the event and the device is unk.

Manufacturer narrative:
Surgery support was provided by an intralase clinical applications specialist on 01/10/2007 and six days later, and the laser was working clinically within specs. An intralase field svc engineer (fse) inspected the laser and performed preventative maintenance on 11/10/2006 and the following year. Upon departure, the laser met specs and performed as intended.